Manufacturer narrative:
(B)(4) - seroma. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an open repair of a left, large indirect inguinal hernia on (B)(6) 2010 and mesh was used. On (B)(6) 2010, an evacuation of a seroma was performed and 50 cc of clear fluid was extracted. On (B)(6) 2010, the pt had a small residual hematoma of the spermatic cord. This hematoma could not be evacuated as it was not liquified. No add'l info was provided.